Event description:
A customer observed multiple falsely elevated trop I results for patient samples and control fluids tested on the eci analyzer. The biased results were not reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the luminometer system sporadically yields higher than expected light signals for negative samples causing false positive results. The root cause of the biased result is instrument-related.